Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
(B)(4) bed height not working, base assembly broken. No injuries were reported.